Manufacturer narrative:
The correct brand name is sterrad® sealsure chemical indicator tape, the correct common device is indicator, chemical, the correct catalog number is 14202_90, the correct lot number is 17216.

Event description:
A customer reported the sterrad® sealsure chemical indicator tape did not change color correctly after a completed sterrad® 100s cycle. The affected load was reprocessed. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® sealsure chemical indicator tape not changing color correctly.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending by lot number, concomitant product evaluation, retains testing and system risk analysis (sra). Per the supplier, no anomalies were observed that would contribute to the customer's experienced issue. Lot history was reviewed from 06/20/2016 to 11/07/2016 and trending was not exceeded. The concomitant product sterrad 100s was evaluated by a field service engineer and corrective maintenance was performed. It is inconclusive whether or not the maintenance performed is related to this issue. Retains testing was performed and no anomalies were found with this lot. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The product was not returned; therefore, no visual analysis was performed. The assignable cause cannot be verified. DHR review by the supplier showed that all process specifications were met before release of product. Therefore, it is unlikely that the issue was manufacturing related. The customer stated that the storage and procedural IFU was followed. The product was not received for further analysis hence, the issue cannot be confirmed. The issue will be tracked and trended.